Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump a pump error alarm. The customer's blood glucose was 6.3 mmol/l at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count alarms noted during testing. Pump tested ok.